Event description:
As a physician was applying a fallopian tube clip, the applicator released the clip too soon. The clip popped away from the applicator but it was retrieved from the pt with no difficulty. Another clip was then applied to complete the case. No pt problems were reported.